Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02609.

Event description:
The customer reported discrepancies between the sensor glucose and blood glucose readings, which he felt caused a hospitalization for low blood glucose levels. The customer stated that he was expecting the sensor to alarm when his blood glucose levels reached a certain point. The customer was advised that the sensor glucose and blood glucose readings are different, and that he should not be using the sensor as a blood glucose monitor. Found that the customer was calibrating as many as seven times per day. Attempted to explain how multiple calibrations can affect the readings, but the customer did not want to talk any further. Nothing further was reported.